Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced on (B)(6) 2025. No patient condition was reported.

Manufacturer narrative:
Correction- section b5 and section d6b: the explant date is (B)(6) 2025. Correction - section e1: the physician's name is dr (B)(6).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced on (B)(6) 2025. No patient condition was reported.